Event description:
Physician attempted to deploy an endeavor sprint drug eluting 2.75x24mm stent in a target lesion located in the lcx. Lesion exhibited severe tortuosity, moderate calcification and 95% stenosis. Lesion was predilated. No difficulties were encountered when removing the sheath from the device. Resistance was noted when loading the device into the guide catheter. Resistance was also encountered when advancing stent but no excessive force was used. Stent could not cross lesion and was withdrawn from patient. Difficulty was experienced during removal of the device and deformation of the stent was noted. Physician believes stent damage was due to lesion morphology. The lesion was treated using another 2.75x24mm stent. No patient clinical sequelae were reported.

Manufacturer narrative:
Results: tortuosity, calcification and 95% stenosis. Failure to deliver stent/ damage to stent. Device or procedural images were not returned for review. Results: tortuosity, calcification and 95% stenosis. Failure to deliver stent/ damage to stent. Device or procedural images were not returned for review. (B)(4).